Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon inspecting the image provided, 3 screw heads of the alleged devices were observed to be broken. The complaint could be confirmed for the broken screw heads. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition could be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint is being confirmed for the locking screw (part# unk, lot# unk) as the screw head was broken off the shaft of the screw. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited.,part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the locking screw (part# unk, lot# unk,) was returned and received at us cq. Upon visual inspection, it is observed that the screw head was broken off the shaft of the screw. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the device. On 07-jan-2022 the additional x-rays in "fall 2" were reviewed. The screws were confirmed to have broken postop and not during removal. No additional information was identified for the broken screws. The complaint is being confirmed for the locking screw (part# unk, lot# unk) as the screw head was broken off the shaft of the screw. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited.,part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, three weeks after the surgery it was discovered that three (3) screws were broken. This report involves one (1) unknown screw. This is report 1 of 3 for (B)(4).